Manufacturer narrative:
Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery with femoral neck system (fns) on (B)(6) 2018. The patient reported pain soon after the surgery, could not walk, and was under medical follow-up with non-weight bearing. Since there was no change observed in x-rays while the patient continued to suffer the pain, a CT scan was taken. On (B)(6) 2018, it was found by CT scan that there was a crack on the anterior bone between the barrel part and the distal locking screw on the fns plate. The surgeon suspects there was a load on the bone when the neck bolt was inserted. Reoperation to replace the current implants was originally scheduled for (B)(6) 2018, however, x-rays taken just before the procedure showed that the affected bone had been dislocated. The surgeon judged that preparation was not enough to deal with this situation, and the reoperation was postponed until (B)(6) 2018 when revision was performed using plates with cables. Procedure outcome and patient status is unknown. This report is for a 5.0mm titanium (ti) locking screw self-tapping with t25 stardrive 38mm-sterile. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part: 412.213s lot: l718276 manufacturing site: grenchen supplier: frueh ag release to warehouse date: 03.jan.2018 expiry date: 01.dec.2027 non-sterile 412.213 / l685323 was used. Manufacturing site: mezzoviso release to warehouse date: 01.dec.2017 the device history record shows this lot of 80 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during revision surgery, though the surgeon felt that the distal screw had been tightened too firmly, surgeon succeeded in removing it somehow. The area where the fns neck bolt and anti-rotation screw had been implanted was filled with cerafit with low viscosity. Cm long nail (not a depuy synthes product) was inserted. Though, dislocation of the greater trochanter occurred during insertion, the nail was finally placed successfully. The surgeon commented that the bone was bowed quite sharply and hard.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.